Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, an absorbable suture's needle and thread broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fourteen devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, an absorbable suture's needle and thread broke. A new suture was used to complete the case. The patient was alive with no injury.